Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient developed signs of heart failure. The right ventricular (rv) lead was unable to be secured effectively. The lead could not be fixed after repeated attempts. The lead was removed and replaced with a passive fixation lead in order to reduce the operation time and ensure the patient¿s safety. No further patient complications have been reported as a result of this event.